Event description:
It was reported that during the preparation for a rotational atherectomy treatment procedure, the device broke. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during the preparation for a rotational atherectomy treatment procedure, the device broke.no patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the rotablator plus unit was returned connected. The burr could not be microscopically examined as the burr was not returned to site for investigation. The coil was microscopically examined. The coil was stretched and damaged where the burr was detached. The rotablator plus unit could not be tested due to the detached burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).